Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that an arteriotomy closure of the left common femoral artery was attempted with a proglide device after a diagnostic procedure using a 6f sheath. Reportedly, there was resistance while attempting to lift the lever. A new proglide device was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was returned for analysis. The reported mechanical jam could not be confirmed due to the condition of the device. A review of the manufacturing records identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no indication of a lot specific product quality issue. The reported difficulties and subsequent treatment appear to be related the circumstances of the procedure. Based on the information reviewed it is likely that an interaction with patient anatomy or inability to maintain position/stability, or maintain correct angle of insertion of the device during insertion led to a distortion of the guide causing the difficulty to lift the lever. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.